Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that there was no air passing through the btt short port on the vasoview hemopro 2. An accessory pack was opened to complete the procedure. The hospital did not report any pt effects.